Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode. A field service engineer (fse) had resolved the issue by logging into the station, accessing the admin side, and allowing the customer¿s information technology team to set a new password to match the updated hospital wi-fi name. Once connected to the network, the fse verified that messages were successfully crossing over, confirmed the station was no longer in disconnect mode. The system functioned as intended after the field service engineer torubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system was in disconnected mode. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system was in disconnected mode. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.